Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811 batch number 66363058 was received for investigation. Functional testing was not conducted due to connecting cable damage. Visual evaluation found that the aspirating probe ceramic face electrodes are burned. This event is most likely caused by prying/leveraging the device against bone/bony tissue and the use of the device for extended periods.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9811 apollo probe tip came off during a case. Case involvement, device broke during use.